Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained. The following information is unknown: da vinci system serial #, procedure date, procedure name, and stapler instrument/reload information. Therefore, a review of the system/instrument logs cannot be conducted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, while the surgeon was creating a pouch, tissue was dragged while firing a blue sureform 60 reload. The evnt occurred during the second to last fire while creating the pouch. The surgeon pressed the emergency stop button (e-stop). The stapler instrument had fired about halfway before stopping. Further assessment revealed unfired staples, bleeding and partially cut gastric tissue. Using a backup stapler instrument, the surgeon created another staple line medial to the previous line and resected the affected tissue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.